Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during femur surgery for a proximal bone fracture the tip of the reamer broke off when reaming the caput femoris. The broken piece was removed with no consequences to the patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unclear if the reamer tip or the drill bit broke both parts were returned and are being reported as product malfunctions for the event. A clarification of the event has been set to the affiliate, if further information is reported a follow-up medwatch report will be sent. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device by the complaint handling unit revealed the investigation shows that the tip broke off as complaint. Further investigation regarding manufacturing documents of this instrument produced april 2013 shows conformity to specifications. The complaint condition is likely the result of a mechanical overloading situation led to the breakage. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported there was no delay of the surgery.